Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no product code, batch, or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: undetermined. No lot or sample available. Rationale: no lot or sample available.

Event description:
It has been reported that one injector luer lock n35c multipack has been found with an exposed needle during use. The following has been provided by the initial reporter: after giving drug to a patient, the needle was exposed when disconnected other device. The nurse doesn't remember whether she had difficulty to disconnect it.